Event description:
It was reported that low sensor readings were off and low, causing the customer's insulin pump to threshold suspend, while the customer's blood glucose was around 110 mg/dl to 120 mg/dl. The customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.